Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.8 a. The criteria is <55 a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and returned strips (strip lot number:d160729-1). The control solution tests for level low were 60/56 mg/dl, for level high were 229/230 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . We tested the suspected meter with retain strips from our warehouse (same strip lot as patient's strip: d160729-1). The control solution tests for level low were 61/67 mg/dl; for level high were 256/245 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass .

Event description:
This is a supplemental report to initial report 3005862821-2017-00084 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on sep. 04,2017 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 12/24/2015. The strip lot # d160729-1 was manufactured on 07/29/2016 and expired in 07/2018. Ok biotech received no complaints from same manufacturing batch of strips . We tested the retain strips of same batch from our warehouse. The control solution tests for level low were 63/64 mg/dl; for level high were 224/242 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 4:00 pm after the end user received higher than normal blood glucose results from her prodigy diabetes meter. The end user was sweating and non-responsive accompanied with a blood glucose reading of 337 mg/dl. Additional blood glucose tests were performed with results ranging from 213 mg/dl - 341 mg/dl. The end user was taken to the ER and upon arrival her blood glucose was 44 mg/dl. She was given 2 ham sandwiches and orange juice. After 7 hours at the ER the end user was discharged with a blood glucose reading of 128 mg/dl. She was instructed to follow-up with her pcp. No additional details were provided in regards to this medical event.